Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a pump alarm was heard and confirmed by telemetry. The alarm was due to a motor stall. The pump logs were read and multiple intermittent stalls/recoveries were noted. The stalls/recoveries occurred (B)(6) 2010, (B)(6) 2010, and twice on (B)(6) 2010. The final stall occurred (B)(6) 2010 with no recovery recorded. The patient experienced withdrawal symptoms and anxiousness. The pump contained fentanyl, marcaine and baclofen. Per manufacturer device registration, the pump was replaced. Additional information has been requested, but was not available as of the date of this report.